Event description:
The surgeon stated that while using the tuftex over-the-wire embolectomy catheter, the shaft was stretched during the embolectomy, so the physician stopped using this product for the operation. The operation was completed successfully using another product. No injury was reported.

Manufacturer narrative:
The product was received for investigation and the reported event was confirmed. The lumen of the catheter was observed to be stretched in various locations along the catheter. The catheter was measured to be 40.5 cm long. Necking was observed along the catheter lumen. There were no issues observed during functional testing of the device; the balloon inflated and deflated properly without issue. Based on our device evaluation, it is likely that procedural factors (anatomical features or use of excessive force to remove the clot) resulted in stretching of the catheter lumen. Review of the lot record did not find any issues that would contribute to the event. Additionally, we have not received any other complaints of a similar nature for devices from this lot. Therefore we believe this is an isolated incident. There was no injury to the patient as a result of the incident. The surgeon used another device to complete the procedure.